Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The caller stated that the customer passed away suddenly; she tried waking the customer for work but he was already dead. The caller stated that she refused autopsy so the cause of death was stated to be either heart attack or diabetes. The customer had neuropathy. The caller doesn't know the customer's blood glucose at the time of death. The caller could not check the last known blood glucose value because the customer's blood glucose meter was gone. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller stated that the insulin pump was never returned to the family; the funeral home discarded the device. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.